Event description:
Patient had significant thrombus in the proximal aortic neck. The excluder bifurcated endoprosthesis was deployed successfully at the intended landing area. From the time the clinician withdrew the delivery catheter and reinserted the balloon catheter, the device moved approximately 1.5cm distally inadvertantly covering the right hypogastric artery.